Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the yellow protective sheath was unable to be removed from the 3.25x08 nc trek prior to use. There was no patient involvement. Another trek was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis and the reported difficulty to remove the sheath was not confirmed. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.